Event description:
It was reported that telemetry with the device could not be obtained, and there was no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis found the device had no telemetry or pacing output, consistent with the reported field experience. Further analysis revealed there was high current drain, which caused early battery depletion. The source of the high current drain was found to be a leaky transistor in an integrated circuit.